Event description:
Note: the actual event not is unknown. On october 9, 2007, it was reported to boston scientific corporation that an amplatz guidewire was being used during a ureteroscopy procedure (age and gender unknown). According to the complainant, during the procedure the distal tip of the guidewire detached while inside the patient. It was reported that the physician was able to retrieve the guidewire tip (unknown method). The procedure was completed with another same device with no complications. No patient complications due to this event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress.